Event description:
Customer reports receiving discrepant results on the same meter, despite having no symptoms (170 mg/dl on the left hand at 07:45, 90 mg/dl on the right hand at 07:46). The customer went to the hosp as a result of the 2 results (hosp result was 83 mg/dl at 09:30). Customer did not receive any treatment. No adverse event was reported. A request was made for the return of the device and a replacement meter was sent.